Event description:
Patient underwent coronary angiogram and an attempt was made to close the right femoral artery (rfa) with a 6 fr angio-seal device. The physician indicated that even though the device was delivered very easily, good hemostasis could not be achieved. Therefore, manual pressure was applied. Although there was no immediate complication noted in the cardiac catheterization laboratory, the patient did develop pain, pallor and pulselessness of the right foot an hour following the end of the procedure. A stat arterial ultrasound and consult by a vascular surgeon was ordered. Ultrasound findings were the rfa had a partially occlusive piece of material (plug) within the mid portion of the common femoral artery; it appeared as though it was a single wall puncture. The patient was started on heparin and brought to surgery for urgent embolectomy. The surgeon retrieved an intact piece of material with suture and staple from the right popliteal artery. The plug, staple and suture were sent to pathology. Pathology described removed item as follows: "clot from right femoral artery "femoral plug": blood clot 1 x 0.6 cm. In the central portion is a rectangular piece of plastic, 9 mm in length with a suture extending from the clot, 2.2 cm in length." Patient was discharged to home the next day.